Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller said patient went to see their doctor about 2 weeks ago and they all agreed the equipment is not working because it is turning off the stimulator in patient's body when they recharge. Caller said for some reason it is broken so it turns off the whole thing and the doctor told them to call medtronic to get the new wireless system. Caller was not with the patient at the time of the call to do troubleshooting. Caller said the pt has been going to the hcp office every 3 days or so to ensure their therapy is on, they have been taking care of patient to make sure everything is working right. Reviewed some wireless transition information and offered to get in touch with the rep to start the process. The issue was not resolved through troubleshooting. An email was sent to customer service for the transition.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 37651 lot# serial# (B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from rep that the stimulator is turning off due to the lack of charging. (Getting below 20%).